Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed malfunction alert 69 and required replacement, and the user transitioned to backup therapy; this aligns with a program or algorithm execution failure associated with the device¿s computer software component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem was identified consistent with a program or algorithm execution failure in the computer software component. It was concluded, based on previously established findings for similar reports, that the cause was traced to software coding. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.